Event description:
It was reported that the device snapped. A renegade hi flow 105/10 kit was selected for use. During preparation, the carrier tube was hydrated before removing the device. When it was pulled out of the loop, it was found out that the catheter had been snapped and could see the braiding inside. The procedure was completed with another renegade device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 4cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fractures that were noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the device snapped. A renegade hi flow 105/10 kit was selected for use. During preparation, the carrier tube was hydrated before removing the device. When it was pulled out of the loop, it was found out that the catheter had been snapped and could see the braiding inside. The procedure was completed with another renegade device. No patient complications were reported.

Event description:
It was reported that the device snapped. A renegade hi flow 105/10 kit was selected for use. During preparation, the carrier tube was hydrated before removing the device. When it was pulled out of the loop, it was found out that the catheter had been snapped and could see the braiding inside. The procedure was completed with another renegade device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 4cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fractures that were noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.